Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with lead dislodgement.

Event description:
During follow-up in clinic, an increase in capture threshold on the right ventricular (rv) lead was observed. A fluoroscopic image revealed the rv lead was dislodged. The lead was revised and during the replacement procedure, the helix of the lead was unable to be extended. The lead was explanted and replaced and the patient was in stable condition. Related manufacturer report number: 2017865-2017-33909.